Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual and tactile examination of the hypotube observed a break in the hypotube of the device. The break was located at 170mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. Visual examination of the balloon noted that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. The tip, balloon and blades of the device were visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design &manufacturing specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 13-jul-2018. It was reported that the device failed to cross the lesion. The target lesion was located in a moderately tortuous and severely calcified middle left anterior descending artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The device was removed and was replaced with a non bsc balloon catheter. No patient complications reported. However, device analysis revealed a hypotube break.